Manufacturer narrative:
On 16th june 2023, getinge became aware of an issue with one of our mobile tables ¿ 143302b0 - yuno 2 EU with autodrive. As it was stated, a member of the theatre staff has injured her finger during the transportation of a table from one room to another. When angled round a corner the staff's finger was trapped between the table and a hard surface. The table was reported as being moved manually during the incident without using the motor drive function. According to the provided information, the user suffered a cut on the finger which did not require medical intervention. Following the incident, an x-ray was performed and confirmed that no fracture occurred. There was no serious injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the staff¿s finger injury due to a collision, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was transported and was not used for the patient¿s treatment or diagnosis, but was directly involved with the reported incident. As no malfunction with the device was found, it was considered that the getinge device was up to the specification. A review of the received customer product complaints revealed that there were no serious injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the issue investigated herein is a single and isolated case as there were no similar reportable customer product complaints related to the investigated issue. The getinge technician evaluated the affected device and confirmed that no malfunction with the table was found. Moreover, it was emphasized that the device did not contribute to the reported issue and the cause of the injury was user error. It was recommended for the user that two people should be involved in the transportation of the operating table due to its weight and to carefully maneuver of the operating table. In the user manual, the user is informed about the risk of the property damage caused as a result of collision when moving/adjusting the mobile operating table. The user should remove potential hindrances before moving/adjusting the mobile operating table and avoid collisions (IFU 1433.02 en 06, page 26). Moreover, the user is warned that when adjusting and moving the or table, the table top or the accessories, collisions may occur with the patient, between the individual products or parts pointing downwards. During the adjustment procedures, the user should always pay attention to the or table and accessories and avoid collisions. In summary and as a result of the root cause evaluation, it can be concluded that the reported issue, namely the staff¿s finger injured as it was trapped between the table and a hard surface, was caused by a user error. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 01/01/2021; corrected h4 device manufacture date: 12/18/2020.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1h event site postal code: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of our mobile tables ¿ 143302b0 - yuno 2 EU with autodrive. As it was stated, member of theater staff has injured her finger during transportation of table from one room to another. When angled round a corner the staff's finger was trapped between the table and a hard surface. Table was reported as being moved manually during incident without using motor drive function. According to the provided information, the user suffered a cut on the finger which did not require medical intervention. Following the incident, x-ray was performed and it was confirmed that no fracture occurred. There was no serious injury reported, however, we decided to report the issue in abundance of caution as serious injury in case of event recurrence cannot be excluded.